Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Discarded.

Event description:
It was reported that while going through the targeting jig, the tip of the drill bit broke off inside the patient's bone. The broken portion was left in the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that while going through the targeting jig, the tip of the drill bit broke off inside the patient's bone. The broken portion was left in the patient.